Manufacturer narrative:
Initial.

Event description:
It was reported that the user disconnected the ilet to charge it, fell asleep without reconnecting, and later noted a blood glucose of 257 mg/dl before reconnecting and confirming insulin delivery; the agent guided a supply change and provided troubleshooting and education. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization and no reported injury. Investigation included customer care agent remote troubleshooting with user confirmation of insulin delivery and successful reconnection, as well as education on device use. Investigation of this case revealed user-related interruption of insulin delivery due to disconnection, with no device alarms reported and no device malfunction observed after reconnection. It was concluded, based on previously established findings for similar reports, that the cause was user error related to device disconnection and use.